Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The ups tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the connection between the patient's safe lock adp adaptor slides off during treatment causing a fluid leak. Upon follow-up, the patient stated that the connectors are being used with a baxter extraneal icodextrin bags. The patient confirmed that they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient has been completing their peritoneal dialysis (pd) treatments. The sample was reported to be available for return to the manufacturer for evaluation.